Manufacturer narrative:
(B)(4).

Event description:
It was reported multiple false automatic mode switching episodes were observed due to far-field r-wave oversensing after ventricular paced events. The issue was resolved by reprogramming. The patient condition is stable.